Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow-up from tandem technical support; therefore, no additional information was able to be obtained.